Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2011. On the (B)(6) 2011 the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2015 the device recorded a ten minute manual power on, then a self-test fail during a manual power on due to a low battery. This was followed by multiple manual power ons up to the last history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The random nature of events and the 10 minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation and the fault could not be replicated with a new membrane fitted.